Event description:
It was reported that the device gives error code 1260 when powered on. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Visual evaluation found the rear housing was cracked, rear housing battery contact was bent, downstream sensor and upstream sensor seal were contaminated. Unable to download event history logs due to alarm message error code 1260 on the pump display. Primary problem of error code 1260 when powered on was verified by functional testing. The cause was a faulty microprocessor unit board. Replaced microprocessor unit board to correct the issue. The device passed all functional tests after the repair.